Event description:
On (B)(6) 2026, an online distributor reported that a patient (pt) ¿states they had infection in their eye and think caused by lenses. Also stated an ulcer developed in their eye.¿ when wearing an acuvue® oasys® for astigmatism brand contact lens (cl). On 29apr2026, 05may2026, and 12may2026 calls placed to the pt for additional information were unsuccessful. It is unknown which eye was affected. No additional information has been received. The ¿eye infection¿ and corneal ulcer are being reported as the pt¿s diagnosis and treatment could not be verified by the pt¿s eye care professional (ecp) and are unconfirmed. The date of event will be reported as 01jan2026 as the exact date of event is unknown. The online distributor reported two lot numbers, b018643 and b018rdq. It is unknown which lot number was worn by the pt at the time of the event; therefore, the lot number is being reported as unknown. A comprehensive review of the manufacturing records for lot numbers b018643 and b018rdq was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. It is unknown if the suspect product is available for return and evaluation. If any further relevant information is received, a supplemental report will be filed, as appropriate.